Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, two (2) dhs/dcs guide shafts were noted to be bent. The first device is slightly bent in the middle of the shaft and the two prongs at the tip of the shaft are also bent. The two prongs on the tip of the second device are bent. There was no reported procedure or patient involvement. This report is for the second device. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, and drawing review, were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The dhs/dcs guide shaft (338.23) is utilized within the dhs/dcs dynamic hip and condylar screw system which is indicated for treatment of intertrochanteric, subtrochanteric and basilar neck fractures. The guide shaft is specifically utilized as a component of the assembly used for lag screw insertion. A proper instruction for instrument assembly and technique is noted in the system technique guide. The returned devices were examined and the complaint condition was able to be confirmed in each instance as the distal tabs were found to be deformed. In addition, instrument with lot 9825986 there is a visible bend along the shaft of the device. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument with the known lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined; however the failure mode is typically associated with the application of excessive torsional force. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.